Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the target lesion. However, during procedure, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.